Event description:
Right knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via a sales rep regarding a female pt (age not provided), initials (B)(6). The pt's medical history was significant for unilateral partial knee replacement in her right knee. It was reported that the pt could not have lidocaine because she was allergic to it. On (B)(6) 2013, the pt received synvisc one (hylan gf-20) injection, in her right knee (route of administration and dosage regimen not provided). On an unspecified date in 2013, the pt developed a lot of pain in right knee for a couple of days and received treatment with medrol (methylprednisolone) dose pack. The action taken with the synvisc one treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The causal relationship between synvisc one and the event was not provided by the reporting physician assistant.

Manufacturer narrative:
The quality assurance (qa) investigation summary was received on (B)(4) 2013. The production and quality control documentation for lot number u1204, expiry date 07/2015 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.